Manufacturer narrative:
Correction information was provided in sections b2 and h.11. The initial decision to report was incorrect resulting in the initial report being submitted in error. This event (calibration cannot be done) is not considered to be a reportable malfunction and its is not likely that a recurrence would result in serious injury. No further reports will be scheduled under mfg report num: 2028159-2024-01869. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during sculpt phase of cataract surgery an ophthalmic handpiece did not exhibits phacoemulsification ultrasound power. It was also reported that the power was sometimes too little and sometimes none. The surgery was completed on the same day after replacing with another handpiece. No patient impact was reported.